Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device over-infusing event was not confirmed through a review of the device logs and was not replicated during laboratory testing. The inspection and testing process did not find any existing malfunctions. Rate accuracy testing was performed on the suspect pump module. No instances of unregulated flow were observed during testing, and the device infused within specification at the incident infusion rate. The pump module was confirmed to be delivering fluid within specification. The sear was also found to properly close the administration set safety clamp when the door was opened. The incident administration set was not provided by the facility, therefore testing could not be performed. Results from a timed rate accuracy and unregulated flow testing demonstrated the device to be delivering fluid within specification. No issues of the device presenting an unregulated flow condition were observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The incident administration set was not provided by the facility, therefore testing could not be performed. A review of the suspect pump module error logs showed no log entries on the reported date. The concomitant pcu event log showed that on (B)(6) 2025 at 11:28 am the suspect pump module was added to the system, it was observed that at 11:36 am was the last infusion recorded on the reported date that matched the reported rate, it was observed that it was programmed manually with the following parameters: secondary infusion; magnesium sulfate (drugid=401); rate=25 ml; vtbi=50 ml; dose=2 grams. Primary volume infused (pvi) and secondary volume infused (svi) were recorded as 0 ml at the start of the infusion. At 12:58 pm the user channeled off the unit but cancelled the shutdown by pressing the unit select key. The user then cleared the volume infused. Svi=38.346 ml. At 1:11 pm the unit was removed from the concomitant pcu. It is unknown as to why the infusion that was programmed to last for 2 hours was cancelled 27 minutes early. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Additionally it is not known what medication is in the actual bag or bottle, only the drug that the device was programmed to infuse per product labeling, alaris system user manual (v12.1), states within warnings and cautions, to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion set¿s safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door. It is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device over-infusing could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a0401, g02017, c07, d15, a040506, g04070, c070606, d02, a1801, g04037, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module infused too fast on (B)(6) 2025. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module infused too fast on (B)(6) 2025. There was patient involvement and no harm.